Event description:
The reporter stated that he did comparison tests. After his a.m. Fasting test of 297 mg/dl, he went to hosp for daily chemotherapy (cancer) and asked them to check his blood sugar. A venous sample was drawn, and in 5 minutes they had a result of 193 mg/dl; reporter did not know if it was a lab or meter test. He did not have any symptoms. He checks confirmation dot for enough blood, and compares to color chart occasionally. Control testing was not done, due to lack of supplies. On follow-up, the lifescan rep reviewed coding, use of control solution, cleaning, sample application and strip storage.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8